Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2016 the patient was prescribed a two week course of topical antibiotics. The implanted devices remain.